Event description:
Same case as MDR #6000093-2006-01922. It was reported seven days following a coronary drug eluting stenting treatment procedure, there was thrombosis. Two taxus express2 drug eluting stents sizes 3.0x12mm and 2.75x12mm were implanted in the proximal left anterior descending (lad). Seven days later the patient returned and thrombosis was found in the lad, proximal to the stent. The physician opened the vessel using a voyager balloon. The patient did not receive plavix and in the physician's opinion it was felt that this could be the reason why there was thrombosis. The patient was transferred to the intensive care unit and the condition was stated as ok. Attempting to receive additional information but there has been no response from the facility as of this date.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. The manufacturing records for top assembly batch 8621704 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.